Event description:
Blood was noted in the catheter tubing and in the membrane upon removal. On 5/28/98, the following was reported to datascope: small spots of blood were noted in the gas line tubing after an iab leak alarm had sounded from the pump. The pt was being maintained on propatol drip and was sedated and not moving. The "rapid gas loss" alarms began sounding approx 30 mins after blood was noted in the line. Iabp was not immediately stopped due to the pts reliance on iabp therapy. No augmentation was then noted. By this time, the pt was in the or and the pump was turned off. There was no pt injury or complication as a result of the event on 3/24/98. The pt went onto expire on 4/4/98. On 6/16/98, the following info was reported to datascope: the dr had difficulty removing the iab from the pt. The pt had a thrombosis and required arterial repair due to the size of the hole needed to be made to remove the balloon. (Multiple event to customer complaint number 98-00765). [Event complications]: unk-rpt'd 3/24/98. 5/28/98; thrombosis/injury-rpt'd 6/16. [Pt's current status]: expired on 4/4-rpt'd 5/28.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/14/98).